Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 syringe 0.3ml 31ga 6mm whole unit 10bag had scale marking issues before use. The following was reported by the initial reporter: "it was reported that the consumer found about fibe syringes with the scale markings missing. Verbatim: consumer reported found about 5 syringes with the scale markings off. Using on dog that takes 2 units and feels might have missed dosed her dog one time. Looks to be about a unit off the mark. Sending pet owner an email for a photo that she has and mail it to home address. Lot # 0258155, catalog# 324909, date of event: unknown, sample status: awaiting sample".

Manufacturer narrative:
It was reported that 5 syringe 0.3ml 31ga 6mm wholeunit 10bag had scale marking issues before use. The following was reported by the initial reporter: "it was reported that the consumer found about fibe syringes with the scale markings missing. Verbatim: consumer reported found about 5 syringes with the scale markings off. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned three 0.3ml syringes with no pouch for identification. Visual inspection of the syringes did not find any immediately observable issues. The graduation markings were clear and appeared to be within acceptable ranges. A gauge was used to ensure that the markings fell within acceptable guidelines. The graduation markings of the syringes all fell within acceptable guidelines. No problems or defects found. A review of the device history record was completed for batch# 0258155. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for scratch print. H3 other text : see h10.

Event description:
It was reported that 5 syringe 0.3ml 31ga 6mm wholeunit 10bag had scale marking issues before use. The following was reported by the initial reporter: "it was reported that the consumer found about fibe syringes with the scale markings missing. Verbatim: consumer reported found about 5 syringes with the scale markings off.